Manufacturer narrative:
The analysis results showed that one instrument and one reload cartridge were returned. The instrument was returned conforming and fully functional and with no cartridge loaded. When tested for functionality with a test cartridge, the staples were noted to have the proper b-formation. The reload cartridge was returned fully fired and with two malformed staples stuck at the middle area of the cartridge surface.

Event description:
It was reported that during a robotic assisted prostatectomy procedure, the device delivered malformed staples. The procedure was completed with sutures. There was no patient consequence.